Event description:
It was reported that during patient's lead replacement the lead was damaged when it was removed, there was resistance and the proximal end was damaged. A piece of the lead was left in the port of the ipg header.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.